Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Iol (intraocular lens) returned in a plastic container. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in two. The optic edge is chipped. The root cause for the reported complaint could not be determined. The exchange from a company 27.0d iol to a company 27.0d iol, may suggest that the replacement lens was an improved choice for the patient's vision needs. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received by stating, the lens was replaced with a same diopter of different model of company lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient underwent an iol exchange due to near-vision dissatisfaction. Additional information has been requested.